Event description:
Recent implantation of metronic morphine pump 11/97. Malfunction of pump and pt back to surgery 1/13/98 for explantation and replacement. Pump had been refilled - solution leaving pump - fluid spouting like fountain through #255 needle puncture.